Event description:
Upon arrival to the unit after a CT scan, antibiotic tubing utilizing a primary line was connected from the patient. The tubing line had a balloon appearance and a tear was noted in the line. It is not known for sure whether the tubing was being utilized to give the contrast for the CT scan or if it occurred at another time.